Event description:
It was reported that the machine exploded and went up in smoke. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with female wicks.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the machine exploded and went up in smoke. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with female wicks.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: always unplug purewick urine collection system before cleaning or when not in use. Do not immerse the purewick urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. When the purewick urine collection system has been stored in a very cold environment (down to -13 degrees f or -25 degrees c), please allow the device to sit for approximately 90 minutes at room temperature (approximately 68 degrees f or 20 degrees c) before use. When the purewick urine collection system has been stored in a very warm environment (up to 158 degrees f or 70 degrees c), please allow the device to sit for approximately 90 minutes at room temperature (approximately 68 degrees f or 20 degrees c) before use. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.